Event description:
Per the independent repair center, the customer alleged problem is no o2 light. The key failure is the pilot valve is alarming and shutting down. As stated on the repair statement additional malfunction on this device: pc board has no power.